Event description:
Hill-ro received a report from the account stating brakes are not working. The bakes set but do not hold. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake not holding due to a broken connecting rod. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced with brake linkage kit to resolve the issue. Based on this information, no further action is required.